Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii tore skin graft, but skin was still used. Add'l clinical f/u indicated that the graft was very thin at the distal end and appeared "shredded". The graft was usable and no add'l harvest was required due to this issue. The surgeon continued the procedure for an add'l planned donor harvest which was also usable.